Manufacturer narrative:
(B)(4) a supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
A peritoneal dialysis (pd) patient's spouse reported the patient had expired on (B)(6) 2016. Follow-up was made with the pd patient's clinic registered nurse (rn), who stated that the patient died in a nursing home. Per pdrn the patient was not preforming dialysis nor connected to the cycler at the time of death. Per rn, the patient was in the nursing home due to his illness and general weakness and rehab. The nurse stated that the patient was supposed to go home but then he passed away before he went home. Rn was not sure about any further details about the patient history.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification.